Event description:
While using the heater-cooler unit, the user experienced that the unit smelled as if it was overheated. There was no patient injury.

Manufacturer narrative:
This report has been generated from a service screening. Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.